Event description:
Falsely depressed aptt results were reported on twenty patients. Results were reported to the physicians. Samples were repeated and higher results were obtained. Five patients had their heparin dosages increased. There was no report of adverse health consequences as a result of the falsely depressed inr.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed aptt results is unknown. The problem was resolved by replacing the calcium chloride with fresh reagent.